Event description:
The manufacturer's representative reported, the patient was hospitalized for a week with severe morphine withdrawal symptoms that began in 2006. The physician noted, the pump low reservoir did not alarm - alarm was not working. The hcp made the decision to replace the "defective pump" after an implant duration of 11 months. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.